Event description:
It was reported by the customer through the emergency support program (esp) that during clinical use of an intra-aortic balloon (iab) they needed assistance with an "unable to update timing" alarm. Initial troubleshooting included multiple flushes of the inner lumen without resolution. There was patient involvement, but no injury or harm reported. Review determined the pump was using fo as the timing source, with no other cardiac devices in use and echo results pending. Recommended switching the timing source to the transducer and provided guidance to the customer. After switching, waveform quality improved and the alarm resolved.

Manufacturer narrative:
E1 - initial reporter - (B)(6). E1 - event site name - (B)(6). The serial number for the medical device referred to in this medical device report has not been received. Upon completion of the investigation into this event a follow up report will be submitted.